Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient faced three infusion set detachment events on (B)(6) 2026. The site of detachment was the tubing connector. The infusion sets were in use for less than one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.